Event description:
Customer reports lancet will not retract back into the softclix device after firing. Also reporting an accidental needle stick (no medical treatment required). No adverse event reported. Requested return of suspect device and replacement was sent.